Event description:
It was reported to philips that the power of the room was faulty, and the system shut itself down. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to a faulty ups. A review of the system logfiles found a malfunction related to reported problem. Upon troubleshooting actions, a third-party service engineer examined the ups and identified damage to two fans and a thermostat. To resolve the issue, the third-party service engineer replaced the fans and a thermostat in ups. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse confirmed that the ups can remain out of operation here because the system is secured by an external industronic ups. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.